Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was starting in the middle of the night, the patient experienced ongoing occlusion alarms (alarm number in pump history: 2) during use of a cleo® 90 infusion set. Through troubleshooting with the distributor, it was determined the blockage was likely located at the site. The patient's blood glucose levels were 245 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a bolus and manual injection. The patient did not test for ketones. No permanent injury was reported. See MFR: 3012307300-2017-01402.

Event description:
The patient's blood glucose returned to target levels after issue was reported.